Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they are not receiving any errors on their insulin pump. The customer believes they are not receiving the full amount of insulin stored in the reservoirs. The customer's blood glucose level at the time of incident was 335mg/dl. It is reported that the customer's blood glucose level reached 457 mg/dl when they had forgotten to give the customer insulin. Troubleshooting was conducted and found three low reservoir alarms in the device's history. The customer is being sent out supplies to troubleshoot for leaks. Customer was advised to call back to continue troubleshoot.